Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. D4: serial number and UDI corrected. Investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the device had the following failures: will not run - electrical control unit damaged and will not run - motor damaged; and failed pretest on the following: check function of device and check power with power test bench. Therefore, the reported condition that the device no longer worked was confirmed. The assignable root cause was determined to be due to improper maintenance. However, the reported condition that the device heated up was not confirmed; therefore, an assignable root cause could not be determined.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device heated up during operation; and no longer worked. There were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.